Event description:
A malfunction alarm, specifically alarm 30, was reported with the pump during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy.